Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia customer¿s blood glucose level was 598 mg/dl at the time of incident and the current blood glucose level was 493 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer experiences the headache and thirsty like symptoms related to the high blood glucose. Based on to customer reports the customer does not allege the insulin pump was under delivery. The troubleshooting was performed for the high blood glucose under delivery. The customer is on auto mode. The customer was treated with the manual injection. The insulin pump will not be returned for analysis.